Event description:
The customer's mother stated that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 374 mg/dl. Troubleshooting was performed, and the insulin pump was working correctly. The prime and high pressure tests passed. The customer's mother stated that the customer's blood glucose levels began running high after he was bitten by a spider. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.